Manufacturer narrative:
The explanted devices will not be returned for analysis as they were discarded by the medical facility. Additional suspect medical devices involved: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial:(B)(4), batch: 17116351. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16941793. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief.